Manufacturer narrative:
Visual analysis of the returned device noted the 1.0ml syringe contained 0.1ml of gel remaining in the syringe with the needle still attached. A crack was observed on the 3mm luer lock level.

Event description:
Healthcare professional reported injecting a patient with juvéderm voluma with lidocaine in the jawline. During the injection, the luer lock cracked. The syringe cracked with needle. Injection was stopped due to broken device in the injecting procedure. Packaged needle was used for injection.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling for the reported event of crack: 5. Precautions ¿ juvéderm voluma® xc is to be used as supplied. Modification or use of the product outside the directions for use may adversely impact the sterility, homogeneity, and performance of the product. ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. B. Health care professional instructions 6. If the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle.

Event description:
Healthcare professional reported injecting a patient with juvéderm voluma with lidocaine in the jawline. During the injection, the luer lock cracked. The syringe cracked with needle. Injection was stopped due to broken device in the injecting procedure. Packaged needle was used for injection.